Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that the pt's right ventricular assist device (pvad rvad) cannula became decannulated. The pt was taken to the operating room and the pvad rvad and cannula were exchanged. The pt remains ongoing.

Manufacturer narrative:
The manufacturer was unable to confirm the reported event of decannulation as the hospital staff disposed of the device; therefore it was not returned for evaluation. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.